Event description:
Device report received from (B)(6) reports a plate broke post-operatively. Three years ago, the patient had surgery with a pfna system. The femoral bone was fractured again in (B)(6), 2011. The fracture was located at the distal part of pfna nail and nail did not have any damage, the surgeon left pfna nail in place and used an lcp curved broad plate and additionally fixed with wire on (B)(6), 2011. Full weight bearing was allowed from (B)(6) 2011. Patient fell down in the wash room and felt pain; on (B)(6), 2011 plate was noted as broken. Surgeon removed the pfna and lcp curved plate, and revised to afn-j.

Manufacturer narrative:
Lot number as provided can not be identified. Investigation could not be completed, no conclusion could be drawn as no device was returned.